Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device was then returned to an olympus service center for evaluation. During inspection and testing, service found a leak due to damage of the scope connector cover. The distal end cover was cracked. The bending section cover (a-rubber) demonstrated deterioration and wear. There was a cut on key top #1. The scope connector plug unit housing was damaged. The up/down and right/left angulation knobs had play. The angulation in the up/down and right/left directions did not meet specification. The distal end of the biopsy channel demonstrated wear. Once the investigation has been completed, a supplemental report will be submitted, as applicable.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and 18 colony forming units (cfu) of pseudomonas aeruginosa were detected. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to b5 of the initial report, please see b5 for further information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to recommendation. The following is included in the IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. On may 16th, 2022 all channels were sampled and an uncountable quantity of pseudomonas aeruginosa was detected. On may 20th, 2022 all channels were sampled and 11 cfu (colony forming units) of pseudomonas aeruginosa were detected. On may 23th, 2022 all channels were sampled and 18 cfu of pseudomonas aeruginosa were detected. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.